Manufacturer narrative:
The actual sample was not available; therefore, investigation of it could not be performed. History investigation of the involved product code and lot number: - since the involved lot number was unknown, history investigation could not be performed. - no incidents due to manufacturing defects have been reported for the products with the involved product code within the past two years. UDI number is not listed since the involved lot number is unknown. Di no.: (B)(4). (Cause of occurrence): since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In addition, since the actual sample was not returned and the analysis of it could not be performed, it was not possible to clarify the cause of occurrence. Instructions for use (IFU) of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Please see MDR 2243441-2024-00026 for the importer report. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the patient experienced hemoptysis during the cardiomems implant procedure. The hemoptysis occurred prior to cardiomems insertion, shortly after the physician obtained the patient's wedge pressure using a multipurpose catheter. The sensor was successfully deployed and calibrated. The patient was given supplemental oxygen and was admitted to the intensive care unit in stable condition. No further information could be obtained. The terumo wire was used for the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, e4, g2, and h6: health effect - impact code.

Event description:
On 11 oct 2024 terumo medical received FDA medwatch report # mw5159484: it was reported that the patient experienced hemoptysis during the cardiomems implant procedure. The hemoptysis occurred prior to cardiomems insertion, shortly after the physician obtained the patient's wedge pressure using a multipurpose catheter. The sensor was successfully deployed and calibrated. The patient was given supplemental oxygen and was admitted to the intensive care unit in stable condition. No further information could be obtained. The (B)(6) wire was used for the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).